Event description:
It was reported that the patient's insulin pump stopped working and the display was blank. Her blood glucose level was 500 mg/dl, which was treated with manual injection. Troubleshooting was performed and it was discovered that the battery was in the insulin pump backwards. The display returned with a new battery, but a button alarm then occurred. It was advised that the customer discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm noted. Insulin pump has intermittent button response due to moisture damage on keypad traces. All operating currents are within specification. Insulin pump passed self test. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.